Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: garrigues, g.e. Et al (2011), fixation of the coronoid process in elbow fracture-dislocations, the journal of bone & joint surgery, vol. 93 (20), pages 1873-1881, http://dx.doi.org/10.2106/jbjs.I.01673 (USA). The aim of this retrospective study is to identify the optimal fixation technique for the coronoid fracture in a terrible triad injury of the elbow. Between 1996 to 2008, a total of 40 patients (22 male and 18 female) with the average age of 48 years (range, 22-76 years) were included in the study. The coronoid fracture was stabilized with a suture lasso (in twenty-eight elbows), suture anchor (in seven elbows), or lag screws (in five elbows). Of these, 5 patients with larger coronoid fragments where a 3.0 or 3.5-mm, small-fragment, partially-threaded cannulated cortical screw (synthes, west chester, pennsylvania) was placed in a posterior-to-anterior fashion after drilling an appropriately sized hole. The mean postoperative follow-up period was twenty-four months (range, eighteen to fifty-three months). The following complications were reported as follows: 8 patients had mild arthritic changes. 1 patient had nonunion. 1 patient had instability. 2 patients had heterotopic ossification. After coronoid fixation, 2 (40%) of five elbows treated with screws was unstable during the hanging arm test before lucl repair. In 1 patient who had implant failure, placement of the lag screw resulted in further fragmentation of the coronoid fracture fragment, necessitating an mcl repair to achieve stability during the index procedure. In 2 patients who had implant failure, failed fixation led to gapping and nonunion of the coronoid. One of these patients developed arthrosis and required a total elbow arthroplasty. This report is for an unknown synthes screws. This is report 2 of 2 for (B)(4).